Event description:
It was reported that the insulin pump alarmed low battery and customer changed battery several times and did not work. The insulin pump was alarming with constant tone. Troubleshooting was initiated. Customer's blood glucose was unknown. The customer was advised to purchase a new pack of batteries and give the insulin pump two hour rest and call back if further assistance is needed. Customer called back with the same issue and buttons were unresponsive. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with normal operating currents, no low battery alarm noted. The insulin pump was monitored, no constant tone or audio beep anomaly. All buttons function properly and no damage noted on keypad traces. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.